Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter did not last occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported allegation of a transmitter did not last is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.